Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 events were reported for this quarter. 10 devices were received. 9 events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 4 devices were found to be affected by corrosion. 4 devices were found to be affected by compromised lubrication. 1 device was found be affected by shattered bearings and compromised lubrication. 1 device was found to be affected by debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events, in which the device overheated. 8 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement with no patient impact.